Event description:
A caller reported that the t:slim x2 pump battery would not charge, which triggered a power source alert. There was no adverse impact to the customer¿s blood glucose level. The issue, which had already resolved itself prior to the call, was addressed by changing the charging supplies, although non-tandem charging supplies were used, which tandem does not recommend. The caller was informed about this, and a replacement tandem wall adapter and charging cable were sent via two-day shipping. The pump began charging, and no further assistance was required.